Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30039765l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, while ablating the carina near the right-sided pulmonary veins, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo. Remainder of the procedure was aborted. Pericardiocentesis was performed and 120cc of fluid were removed from pericardium. Patient was transferred to intensive care unit (ICU) for observation. Extended hospitalization was not required as a result of the adverse event. Patient outcome is fully recovered. Patient¿s anatomy (irregular branches off tight superior vein) was cited as a factor that might have contributed to the adverse event. Physician¿s causality opinion is unknown. There were no issues or errors in any bwi product during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle, the sheath used was a mobicath sheath. The generator parameters included power control mode at 25 watts with a cut-off of 40 watts and a temperature cut-off of 35 degrees celsius. The temperature, impedance and power noted at the time of injury were 32 degrees celsius, 120ohms and 25 watts. The power titrated during ablation at 20 watts in the posterior wall and 25 watts in the anterior wall. The overall time for ablation at the site of injury is unknown. The last ablation cycle time at the site of injury was 15 seconds. The irrigation flow was set at 8. The patient received anticoagulant during the procedure with an activated clotting time (act) of 350 to more than 400 seconds at the time of injury. The spi value of the thermocool® smart touch® sf bi-directional navigation catheter is unknown. The thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to the pentaray catheter. The thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter. The ablation catheter was discarded by the customer and it¿s not available for evaluation.